Manufacturer narrative:
The customer has declined to provide further information. A root cause could not be determined.

Manufacturer narrative:
The customer supplied additional information. All the units of measure for all the results were (B)(6). The patient's initial result was (B)(6), which was (B)(6).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable igg antibodies to rubella virus (rub) result on their e601 analyzer for one patient. All the other samples tested on the day of the event for rub were repeated and there were no other discrepancies. The units of measure were not provided. The customer stated the patient's initial rub result was "0388" and it was report outside the laboratory. It is unclear if the customer meant 0.388, clarification has been requested. On (B)(6) 2013, the patient's sample was re-tested at a serum bank and the result was 227.3. The patient was not adversely affected by this event. The rub lot number was 169621 and the expiration date was not provided.